Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: bung within IV cannula hub defective resulting in leaking of blood, fluid and tiva from injection port.

Manufacturer narrative:
The following field was updated due to corrected information: h.1. Type of reportable events: serious injury. The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/17/2021. H.6. Investigation: 109 representative samples were received by our quality team for evaluation. One of the 109 samples returned is from the unreported batch 0144803. The samples were subject to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all testing and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. CAPA#1379444 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: bung within IV cannula hub defective resulting in leaking of blood, fluid and tiva from injection port.